Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to pain at the evoke closed loop stimulator (cls) implant site and anchor implant site. The patient had been implanted for 7 months and reportedly stopped charging the cls in december due to health issues unrelated to the scs system.